Event description:
The user facility reported: upon starting a esophagogastroduodenoscopy (egd) with the doctor, he attempted to capture pictures and I noticed that it said capture okay, but the pictures were black and it truly was not capturing the color pictures. I attempted to reboot the processor in an attempt to rectify the problem. I also checked all the connections to the processor and checked to make sure it was on the right viewing channel as previously instructed to do so by clinical engineering. Note - the user report indicated event date (B)(6) 2011, this must be an error as pentax received the user report from FDA (B)(4) 2011. Reference user facility report # (B)(4). Unit evaluated at user facility (B)(4) 2011; possible cable failure - user reinstructed in proper cabling and troubleshooting. Possible user error - user reinstructed in proper use of auxiliary switching box.